Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. In addition, the tandem-provided usb charging cable became frayed. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.